Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was 142 mg/dl. The customer was advised to monitor pump for 3 minutes to verify time clock works properly and frozen display or alarms. The customer screen is frozen when pump screen is complete blank. The customer was advised that the pump will need to be replaced. The customer was advised to revert to a backup plan until replacement arrives.